Event description:
It was reported the device displayed -missing battery stabilizers- alarm during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing a tamper seal. There was no evidence of the reported problem recorded in the event history log. The customer reported problem was verified/duplicated; the investigation found that the separator was missing. A loose separator was found to be the cause of the reported problem. For corrective action, the separator was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service previously.